Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Fms vue pump. Rotator cuff repair. There was no patient harm. Surgery delay: 2 minutes. Surgery completed by using the pump that was malfunctioning. Pump was back flowing into machine when it should have been suctioning. Sales consultant is requesting a new pump as replacement.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per service manual operational and diagnostic analysis confirmed reported issue (pump was backflowing into machine). Replaced fms vue pcba as identified in the investigation to address the reported issue, also replaced console cover (damage logo) and replaced worn fingers on pressure arm housing (preventive maintenance) with tip replacement kit. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. (B)(4). Date device returned to manufacturer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the unit was received at the service center and evaluated. Per service manual operational and diagnostic analysis confirmed reported issue (pump was backflowing into machine). Replaced fms vue pcba as identified in the investigation to address the reported issue, also replaced console cover (damage logo) and replaced worn fingers on pressure arm housing (preventive maintenance) with tip replacement kit. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Root cause of the reported was identified as fms vue pcba. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.